Event description:
It was reported that the patient was now having seizures after being seizure free. The patient's device was programmed off on (B)(6) 2012 due to high lead impedance found on this date. Surgical intervention is not being pursued at this time.

Event description:
The patient was taken to the ER due to the increased seizures.

Event description:
It was reported on (B)(6) 2012 that the site would not provide further information.

Event description:
No further information has been attained.

Event description:
A vns treating physician reported that one of their patient has a broken lead and at this point the patient doesn't want it replaced. It was reported that it has been broken for quite some time. Good faith attempts are underway for further information about the reported event. The site does not release patient information, so unknown if further details will be attained.

Manufacturer narrative:
The initial report inadvertently did not report this information and inadvertently reported that it was unknown if further details would be attained.

Manufacturer narrative:
Manufacturer reviewed device history records. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #2 inadvertently did not report this information. Outcomes attributed to adverse event, corrected data: the supplemental report #2 inadvertently did not report this information. Describe event or problem, corrected data: the supplemental report #2 inadvertently did not report this information.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.